Event description:
It was reported that while using 3 control sets for the bd onclarity¿ (B)(6) assay contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " when we got contamination for the first time 8/4. The 2nd time we got contamination was 3/5"

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device control set for the bd onclarity¿ (B)(6) assay catalog number 444088 which has 510k number p160037. Investigation summary: bd molecular quality initiated investigation on the customer report regarding several invalid (B)(6) control results on the bd cor system. Quality investigation required reviewed of the batch history records and functional analysis of retention materials from the customer reported reagent batches as well as complaint trending review. The batch history records were reviewed and no discrepancies were noted. There are no current complaint trends against invalid (B)(6) control results. With respect to invalid (B)(6) control results, rigorous daily cleaning, routine monitoring and identification of hbb sources, and cautious handling of reagent (along with required changes of ppe [gloves]) should be employed to safeguard against future onsite (hbb) contamination of the (B)(6) control. Bd molecular quality will continue to closely monitor for trends associated with invalid (B)(6) control results on the bd cor system. There was no corrective action taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.